Manufacturer narrative:
MFR's report date: 11/17/97. The pump was received and was visually and functionally tested. The freeflow was duplicated. The pump had evidence of being dropped. Further evaluation revealed the top plate was misaligned with the mechanism carrier. The mechanism had moved back from the pressure plate preventing the tubing from being completely pinched off. It is supected that the pump had been subjected to a severe impact such as being dropped. Severe impact can result in a freeflow situation. The user facility will be informed to refer to service bulletin #298 (dated july 1992) for the mechanism leak test and realignment procedure that should be performed during routine maintenence and/or when the pump has been damaged or dropped. This report was filled out by the MFR.

Event description:
The pump was received for routine service with a note stating that the pump freeflowed even when turned off. The hospital was contacted and reported the pump had not been used on a pt.